Event description:
Three weeks post-op,the patient experienced a trauma. One lumbar I/f cage retropulsed back into the canal. Four cages were removed on 07/07/1999. Pedicle screws were replaced with eight pedicle titanium isola screws and some cages that were taken out were replaced in the vertebrae. No neurologic damage.